Manufacturer narrative:
Further information was requested but not received.

Event description:
The article in heart rhythm case reports details an event of pocket infection, 11 years after implant, that resulted in vegetation on the right atrial (ra) lead. Blood cultures confirmed a staphylococcus capitis infection. The system to explanted to resolve the event. Further information is not available. Trenson, sander, et al. Transvenous lead extraction in a patient with persistent left superior vena cava. Heart rhythm case reports, vol 7, no 3, march 2021. Https://doi.org/10.1016/j.hrcr.2020.11.025.